Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ was not confirmed. As-received, the device was close to bol level. The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17246. It was reported that the patient presented for routine device check prior to MRI. Interrogation revealed that the right ventricular lead impedance exceeded the upper limit, the procedure was canceled. Subsequent evaluation found that both the capture threshold and pacing impedance had increased over time. The physician suspected lead breakage and decided to explant and replace the both the lead and pulse generator due to battery drain. There were no observable lead anomalies founded under fluoroscopy. The patient was in stable condition following the procedure.